Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a telemetry system fault was recorded electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in the rf telemetry and battery depletion noted in the field.

Event description:
Boston scientific received information that the patient contacted patient services and stated the communicator was experiencing difficulty communicating with the pacemaker. Patient services was unsuccessful with troubleshooting and referred the patient to their clinic. During the clinic visit, a successfully interrogation was performed using a programmer. When attempting to interrogate with the home monitor at the clinic, an interrogation was still unsuccessful. The clinician stated she was unsuccessful at establishing a telemetry session with the pacemaker. She noted that the pacemaker longevity showed one and a half years to explant, but had indicated 13 years approximately seven months earlier. The medical personnel noted she programmed outputs down during the interrogation. The device¿s memory was analyzed by a boston scientific engineer and found due to a radio frequency (rf) telemetry module issue the battery power had increased a significant amount. Explant within seven days was recommended. Subsequently the pacemaker was explanted for concerns over telemetry issues contributing to battery depletion. A new pacemaker was successfully implanted. No additional adverse patient effects were reported.